Event description:
The surgeon was making the second puncture on a laparoscope and when the trocar was inserted, the safety sheath did not release. The surgeon felt it took several seconds before the sheath released. There was bleeding noted in the abdomen. An abdominal incision was made, a vascular surgeon was called in. There was a small hematoma found and no other bleeding noted. Tubal ligation was completed, pt sent to recovery room and then transferred to the hosp for post op observation.